Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During cardiopulmonary bypass, the device unexpectedly displayed an indication that suggested that the battery backup was not available. There was no reported adverse consequence to the patient as a result of this event.